Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. Bends to the iabc central lumen were noted at approximately 4.9cm and 53.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using in accordance with testing methods from manufacturing procedure leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 4.4cm to 4.5cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon was found to be ruptured and leaking" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "a helium leak was reported during machine operation after intubation, and the balloon was found to be ruptured and leaking after the machine was withdrawn". Additional information states that to continue therapy the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".

Event description:
It was reported "a helium leak was reported during machine operation after intubation, and the balloon was found to be ruptured and leaking after the machine was withdrawn". Additional information states that to continue therapy the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).